Manufacturer narrative:
Date of event: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was confirmed. The dark blue wire had some fraying the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The bending section cover was rattling. The flexible tube of the insertion section was crushed due to external factors. The bending section cover bond was cracked due to external factors. Dirt was on the operation part that was difficult to remove due to handling (insufficient cleaning). Water covered the electrical connector. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the forceps wire on the evis lucera duodenovideoscope was cut. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the lighting lens had peeled off and there was a gap in the tip adhesive. This report is to capture the reportable malfunction of the lighting lens had peeled off and there was a gap in the tip adhesive noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.